Manufacturer narrative:
Voluntary medwatch report received: mw5157645.

Event description:
Voluntary medwatch received states the patient was presented in the clinic for a routine device check. Upon interrogation, the atrial lead exhibited p-wave amplitude variation and noise over-sensing. It was suggested that the atrial lead had dislodged due to the rhythm showing atrial and ventricular signal synchrony. The noise over-sensing was reproducible implying that there was a lead integrity issue. No intervention was made. No adverse patient symptoms were reported.